Event description:
Brush head keeps coming off of my electric toothbrush - oral-b rechargeable toothbrush [device breakage]. Case narrative: consumer stated via chatbot that the brush head kept coming off their electric toothbrush. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.